Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited noise resulting in non-sustained right ventricular oversensing episodes. It was possible these events were generated when this lead came into contact with inactive, capped leads that remain in the patient's heart. Programming changes were discussed, and the patient was stable.